Event description:
The affiliate stated the customer reported a false positive troponin I (access® accutni) result, within the risk stratification range, involving the access® accutni reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. An initial result of 0.079 ug/l was obtained and released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Results of duplicate retests, on an un-centrifuged sample, generated a value of 0.026 ug/l. The customer reanalyzed a centrifuged aliquot, on the same instrument, and obtained a value of 0.018 ug/l. An amended result of 0.018 ug/l was issued to the hospital. The patient's sample was collected in greiner lithium heparin plasma tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius laboratory temperature. The customer indicated the sample was clear in appearance and full to the mark. No sample integrity issues were noted. The original sample was analyzed from the primary tube. The customer indicated all three levels of quality control (qc) were within specifications. There were no system errors reported at the time of the event. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.